Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: electrical contact corrosion. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected and cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be <<detected/prevented>> by following the instructions for use which state: <<details>>. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had image noise. The event occurred during installation. There were no reports of patient involvement.